Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 194 mg/dl and her sensor glucose was 52 mg/dl. Differences between readings were not in an acceptable range. Troubleshooting was performed and the customer will be shipped a replacement sensor. Customer stated that she would follow the steps as advised.